Manufacturer narrative:
Pending causality of issue and additional detail. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Sales representative stated that the physician had initially sutured the pump down and was unsure what caused the movement. Sales representative also stated that the physician thought it may be related to where the pump was placed/where it was sutured down. To be sure, the pump pocket was moved slightly and the pump was thoroughly sutured back down. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report an incidence of pump flipping. It was reported that the patient's pump had been flipping and had sheared the catheter. As a result, the patient reported a lack of pain relief and it was reported that csf and medication were filling in the pump pocket, which caused the patient to have a spinal headache. The catheter was revised and the pump pocket was moved slightly and the pump was thoroughly sutured back down.